Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system alarm. The customer stated there were other compromised force sensor system alarms in the alarm history. The customer's blood glucose was normal and did not require medical treatment. The insulin pump will not be returned for analysis.